Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pairing was failed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
An attempt to reproduce the reported event using the device galaxy s21 5g on android 12 with minimed mobile app (software version 1.2.1) and 770g pump (software version 5.2 a) was made. A similar issue was observed during the testing on galaxy s21 5g on android 12 device. It was reported as esf 4053627. It was observed that the issue was resolved upon selecting reset to factory state and then it was not reproduced after more than 10 attempts. Upon investigation, it was understood software performed as expected per product/component design outputs (software) - *ble connect mobile application and pump spid, d00780496*. From the evaluation of the logs the following points were noted: -supervisor timeout cases were considered as connection to be lost per item *2440866*; - after disconnect cases app performed auto reconnect attempts according item *2440639*; - all loss of bonding cases were considered as lost of association with the pump (so that no further reconnect attempts occur per item *3284863*). It can be suggested that the supervisor_timeout error was most likely caused by either the android device's bluetooth stack implementation features or pump software or both of them. Radio interference and distance increase between an android device and a pump might also be a probable causes. The analysis of logs didn't provide the exact root cause. The details were communicated to the helpline however the suggested steps to resolve the issue didn't help. It was informed that the customer resolved the issue by updating the phone's software. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.